Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a cylinder infection from prior inflatable penile prosthesis (ipp) surgery in december. The infection was treated with antibiotics and a surgical procedure was performed in which the ipp was successfully removed. The patient wanted a malleable inserted but had a proximal perforation and the procedure was aborted at physicians discretion with no replacement implanted. The doctor suspected the proximal perforation could have occurred from the prior implant not sitting in the correct location. No further information was provided.